Event description:
It was reported that a model 2800 aortic bioprosthetic valve was explanted due to calcification after an implant duration of approximately 10 years. No additional information was provided regarding the reason for explant or patient history.

Event description:
The received operative report and hcp feedback indicate the valve was explanted due bioprosthesis aortic valve degeneration; stenosis, calcification and regurgitation. Patient was also diagnosed with moderate mitral insufficiency (native), and coronary artery disease. Patient also underwent coronary artery bypass grafting x1 during the same operation. Via visit of edwards' representative to the hospital, it was learned that the patient expired. The hospital refused to release the device for evaluation, and did not provide the cause of death. There has been no allegation to relate the edwards' device with the patient's cause of death.

Manufacturer narrative:
Evaluation: method - device return anticipated; not received yet. Additional manufacturer narrative: attempts to retrieve a copy of the operative report have been made and the healthcare provider has indicated the request is under review and if approved the report and discharge summary will be provided. As no serial number was provided or traced, the device history record review (DHR) was unable to be completed. Without device return and evaluation (requested), the reported calcification could not be positively confirmed at this time. Updates and evaluations will be reported once completed.

Manufacturer narrative:
The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The explanted device has not been returned to edwards for evaluation. The additional information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event. Moreover, there has been no information to suggest a relationship of the edwards' device to the patient's death. The cause and date of death has not been provided.